Event description:
A malfunction alarm with code malf 9 was reported, and the customer confirmed there had been no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction recurred after resetting. The customer reverted to a backup pump for insulin therapy.